Event description:
It was reported, the patient had increased pain. A dye study was performed today and they were able to aspirate 2 ml and inject dye. They could not "find the dye" so they injected more and after the 3rd time of injecting and taking "laterals" they were able to see the tip. They could see the dye going out but it dissipated very quickly instead of "pulling". They could see the dye going into the catheter at the pocket but at the tip it did not look normal. The catheter looked intrathecal but they were not 100% confident because, the dye acted so strange. The healthcare professional (hcp) "thought maybe" it could have eroded into a vessel. The hcp planned on doing a revision next week, but in the meantime, the dose was increased and the personal therapy manager (ptm) dosing was changed. The pump contained prialt (ziconotide) and morphine. It was further reported, the exact catheter issue was unknown. The hcp increased the daily dose to see if the patient would respond. The hcp was "looking" to get the patient scheduled for a revision, but the date had not been determined. The patients current condition was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a catheter revision planned to occur on the day of this report. Prior to the revision, they had performed a dye study and "it looked funny at the tip of the catheter". During the revision today, they discovered the catheter was disconnected from the pump. By this time, the hcp had already decided to replace the entire catheter and a new one was placed. It was further reported the patient was not getting the relief he needed for his pain from his pump. No segments of the old catheter were left in place. The sutureless connector (sc connector) was found to be not connected to the pump. After the replacement, the daily dose was decreased and the pump was updated. The current status of the patient was not known.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the catheter was found to be "not in the correct place". It was unknown when or how it happened. A surgery was performed on (B)(6).